Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics attachment loose when in mics and locked. Case type: tka.

Manufacturer narrative:
Reported event: mics attachment loose when in mics and locked. Product evaluation and results: original description confirmed. Mics-209063. Sn # (B)(6). RMA # 287396. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.4. Collar test. Bearings tight and won¿t open to allow registration toll to enter. Disposition: rtv. Inspected by: (B)(4). Product history review: device history records indicate 25 devices were manufactured under lot k09v2 and all mics were rejected from final stock on 06/29/17. A review of qt-17-06-0099 revealed the reason of rejection was incorrect revision numbers on c.o.c, therefore the issue is not related to the failure alleged in this compliant. These devices are later accepted per specification on 07/05/17. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42010617 shows 04 additional complaints related to the failure in this investigation. The complaints are pr (B)(4). Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event.

Event description:
Mics attachment loose when in mics and locked. Case type: tka.